Event description:
During the evaluation of the device, the third-party service center visually inspected the device and found evidence that the o2 level is too low because the sieves are leaking zeolite and the flowmeter was cracked. No parts will be replaced. The device was scrapped per costumer request.